Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the causes for the reported stroke, hemorrhage, pericardial effusion, renal failure, heart failure, cardiac tamponade, myocardial infarction, cardiogenic shock, endocarditis, and cardiac arrest could not be determined. The patient effects of stroke, hemorrhage, pericardial effusion, renal failure, heart failure, cardiac tamponade, myocardial infarction, cardiogenic shock , endocarditis, and cardiac arrest as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: ¿"comparison of outcomes of transcatheter mitral valve repair (mitraclip) in patients <80 years versus =80 years".

Event description:
This is filed to report stroke, hemorrhage, pericardial effusion, renal failure, heart failure, cardiac tamponade, myocardial infarction, cardiogenic shock , cardiac arrest, medical intervention, prolonged hospitalization. It was reported through a research article identifying mitraclips that may be related to: stroke, hemorrhage, pericardial effusion, renal failure, heart failure, cardiac tamponade, myocardial infarction, cardiogenic shock , cardiac arrest, medical intervention and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled, "comparison of outcomes of transcatheter mitral valve repair (mitraclip) in patients <80 years versus =80 years". No additional information was provided.